Event description:
Customer reported receiving sensor glucose readings that were 70 to 80 points off from the blood glucose readings. Customer also reported receiving an error code on the insulin pump. Blood glucose level at the the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected one opened quick-serter for locking and proper operation. Performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.